Event description:
On (B)(6) 2012, while reviewing the pump's bolus history, animas customer support discovered multiple 0.00u boluses cancelled and also noticed 7 boluses of 0.00u completed since 11:35pm on (B)(6) 2012, until call to animas at 12:24am on (B)(6) 2012. At the time of the call, the patient denied that she was programming boluses of 0.00 units and also denied any tactile changes to the pump's keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission 02/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on appropriately with functional auditory and vibratory features. There were no alarms or warnings related to the complaint observed in the pump histories. The pump was exercised for 24 hours with no 0.00unit or unprogrammed boluses occurring. The keypad buttons were tested and no hypersensitivity was observed. A 10unit normal bolus and a 10unit audio bolus were successfully performed and both were accurately recorded in the pump history. The complaint could not be duplicated during investigation.